Manufacturer narrative:
The marksman catheter was returned for evaluation. As received, the marksman was found to be separated into two segments. The flow diversion device delivery system was found to be stuck inside the marksman lumen. The marksman body was found to be flattened and accordioned at sections near the distal tip. Additionally, the catheter body was found to be separated approximately 30cm from the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The marksman was then tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through the tip and hub with no issues and became stuck at the damaged locations. Based on the analysis findings, the report of marksman separation was confirmed. The broken ends of the marksman exhibited stretching and necking which indicated that the catheter separated when the tensile strength of the tubing material was exceeded. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported resistance during delivery, subsequently causing the flow diversion device delivery system and marksman to become damaged. All products are 100% inspected for damage and irregularities during manufacture. The cause for resistance could not be conclusively determined. Additionally, based on the damages seen on the marksman body (flattening/accordioning/separating), it appears that excessive forced was used. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encou ntered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received report of marksman break during a flow diversion procedure. The patient was undergoing treatment of three aneurysms in the right paraophthalmic internal carotid artery (ica). The aneurysms were saccular and unruptured. Max diameter was 8mm and neck diameter was 7mm. Landing zone artery size was 4.2mm distal and 4.4mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that a flow diversion device was advanced through the marksman with resistance in the distal section. The physician released the slack in the system, which did not resolve the issue. While attempting to push the flow diversion device, the marksman broke approximately 25cm from the distal tip. The marksman and flow diversion device were removed. It was visually confirmed that both broken marksman pieces remained on the wire and were removed from the patient. To complete the procedure, a new flow diversion device and another manufacturer's catheter were used without issue. Post-procedure a ngiographic result showed reduced flow in the aneurysms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.